Event description:
The event is reported as: complaint alleged: "at the prior test before use, it was impossible to inflate the inner balloon. No pt injury was reported.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A follow-up report will be sent when investigation is completed.